Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open anterior resection, the firing force was higher than usual at the firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.